Event description:
The customer reported the silicone segment of a blood administration set disconnected from the pvc tubing and leaked blood. No pt harm or medical intervention required. Although requested, no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable ot determine the cause of the customer's reported silicone segment separation from the pvc tubing because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.